Event description:
The customer contacted baxter's service center regarding a system error 2367 which occurred on the home choice (hc) during use during drain. The caregiver (cg) stated that the home patient (hp) had cycled the power and the alarm occurred. The technical service representative (tsr) had the hp cycle power again to get to ''press go to start'' and had the cg disconnect the hp and remove the cassette. The tsr explained the alarm and assisted the cg to clear it. There was the patient involvement but no the patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the care giver on (B)(4) 2012. He stated that there was a system error 2240 prior to the system error 2367 alarm. The patient had cycled the power prior to calling. The care giver did not recall anything unusual about the supplies or set up that may have caused the alarm. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. It was unknown if there was a patient line extension being used. There were no open clamps noted on unused lines. Therapy since has been going well, and there were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(4) 2012. She stated that the patient had not contacted the clinic about this event. As far as she knew, the patient was doing well and continuing therapy on the homechoice.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if any additional information is received.